Manufacturer narrative:
This report is filed november 13th, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement due to improper placement of the electrode array. The device was explanted on (B)(6) 2014 and the patient was reimplanted with another manufacturer's device during the same surgery.